Event description:
It was reported that the patient with this implantable neurostimulator experience having a sunburn or dry skin near their pocket site. It sounded like a skin surface issue based on the explanation. The patient stated they did not feel it at the surface. The patient was asked to palpate the area to understand if the sensation was skin surface or deeper and the patient said it felt deeper. They were assisted with turning their device off to make sure that it was not the stimulation that was causing the discomfort. The device was turned off, and the patient has not reported any efficacy changes. The patient has been seen in the clinic multiple times; the device was running as it should. There have been no concerns leading up to this point. The patient was advised to notify the local care team if there was any change in sensation. They were also advised that it may be best for a medical professional to get eyes on it, but the patient was hesitant and will keep an eye on it. Additionally, the physician believed the neurostimulator might be faulty. The patient had surgery to revise their device. The patient reported symptom relief the first week post-revision. They went on a road trip after and reported increased urgency. They were assisted with an adjustment, and no complaints in terms of device causing discomfort.